Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> examination of the returned device could not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H10 additional narrative:  added: d9 corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Size issue. It was reported that during the surgery of knee surface replacement, the size was not fit to the tibial plate as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.